Manufacturer narrative:
The factory has not yet received the service for eval and this complaint is still under investigation.

Event description:
The customer reported, that the unit unexpectedly shut off.